Manufacturer narrative:
One cadd legacy 1 pump was returned for investigation. The event history log was unavailable. Batteries and ac power were inserted into the pump. The pump was also visually inspected and the reported issue was confirmed. The pump was found to be alarming with no power up during the investigation. Fluid ingressions were found on microprocessor unit board. The "alarming blank screen" issue was caused by fluid ingressions. This issue was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump alarmed blank screen during testing. There was no patient involvement.